Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was located in the calcified left anterior descending artery (lad). The lesion was pre-dilated with a maverick 2.5 x 15 mm balloon. The physician implanted a taxus express2 8.8% 2.75 x 32 mm drug eluting stent in the mid lad. The stent was deployed at 10 atm. The physician exprienced difficulty removing the balloon from the stent. The physician deep seated the guide to remove the balloon and the guide catheter was pulled into the lad causing a proximal dissection. The dissection was treated with a taxus express2 3.0 x 16 mm stent. The pt's condition is reported as good.